Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. Two simulated treatments were completed without alarms or problems. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The reported symptom of iipv was not reproduced during testing. There were no fluid leaks in the test cassette during the treatment test. During treatment test the cycler sound normal. The valve actuation test, system air leak test, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported drain issues during treatment. The patient remained asymptomatic. Treatment data: drain 0: 638ml, fill1 1995ml drain1 1440ml, fill2 1999ml drain2 3607ml, fill3 1999ml drain3 2283ml. The reported drain volume of 3607ml was 180.035% over the expected drain which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.